Manufacturer narrative:
Additional information was received that the issue was an oxygen calibration failure observed prior to patient use. This issue would not result in oxygen failure.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: gehc trout - 3114 n grandview blvd. USA waukesha, wi 53188.

Event description:
It was reported that there was a malfunction resulting in oxygen failure. There was no patient involvement.